Event description:
It was reported that during a meniscus repair surgery, after t1 and t2 were successfully deployed, the suture was fractured when tightening up. Ts were not removed from the patient and the procedure was completed with a s+n back-up device. Non-significant delay was reported, and no other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture found a material certification of analysis is required with each lot. The suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t2 position. The actuator tip functioned as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this case would be re-assessed. The complaint was not confirmed, and the root cause could not be determined. Factors that may have contributed to the reported event include unintended excessive force applied during knot reduction. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.